Manufacturer narrative:
Product has been sent out for decontamination. Evaluation summary will be sent after the product has been analyzed.

Event description:
During evh procedure, there was smoke from the bipolar device. It was removed from the patient's leg without injury. The device was then tested outside the body and flames were observed by the user.